Event description:
The manufacturer received information alleging a ventilator alarmed and stopped delivering airflow. There was no patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. A ventilator inoperative code (error 009) was found in the ventilator's downloaded error log. The logged error code 009 indicates a potential malfunction of the ventilator's blower motor. The device's blower motor was replaced to address the logged error code and customer complaint. There was no patient harm or injury. The ventilator was found to audibly and visually alarm as designed to alert a caregiver of an event. The manufacturer will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.